Event description:
It was reported to philips that, "the invasive blood pressure real time waveform was displayed correctly, but its numerical values were not updated. The malfunction happened during an urgent cath-lab procedure. The customer noticed that the invasive pressure was decreasing on the displayed waveform, but the pressure numerical values were frozen. They did a snapshot and in the snapshot the pressure numerical values were correctly updated as expected. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer

Manufacturer narrative:
Phone number (B)(6).

Event description:
It was reported to philips that, the invasive blood pressure real time waveform was displayed correctly, but its numerical values were not updated. The malfunction happened during an urgent cath-lab procedure. The customer noticed that the invasive pressure was decreasing on the displayed waveform, but the pressure numerical values were frozen. They did a snapshot and in the snapshot the pressure numerical values were correctly updated as expected. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.